Manufacturer narrative:
This report is submitted on march 27, 2024.

Event description:
Per the clinic, the patient developed an infection at the implant site in (B)(6) 2024 and subsequently was treated with oral medication (specific date and duration not reported). The symptoms resolved and the implanted device remains.